Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited multiple high pacing impedance measurements up to 1660 ohms. No measurements were observed to be out of range and all other system parameters were observed to be normal. The ICD remains in service and no adverse patient effects were reported.